Event description:
The article, "retrieval of a left appendage device from the left ventricle using a large bore steerable catheter", was reviewed. The article presented a case study of an 85-year-old male patient with paroxysmal non-valvular atrial fibrillation, history of gastrointestinal bleeding, and a history of end-stage chronic kidney disease on dialysis. It was reported that on an unknown date, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient's left atrial appendage (laa) measurements via transesophageal echocardiography (tee) were as follows: ostial diameter = 17.5mm @ 60 deg, 19.3mm @ 99deg, and 26.7mm @145deg; landing zone diameter = 20.0mm @ 99deg, and 25.5mm @ 145deg. After the device was seated at the implant site, the physician confirmed device stability via push and pull test and confirmed close criteria was met per instructions for use. It was then reported a few hours later, a routine chest x-ray demonstrated device embolization. Transthoracic echocardiography (tte) and tee confirmed device embolization in the left ventricle and entangled in the mitral apparatus, causing severe mitral regurgitation. A decision was made to perform a transcatheter snare with an unknown 24f mitraclip steerable delivery system. Final tee revealed trivial mitral regurgitation. The patient remained hemodynamically stable throughout the procedure. The article concluded that the mitraclip guide catheter is a useful tool in such situations, enabling the amulet device to be retrieved by its waist instead of trying to capture it by a proximal or distal screw, which is easier. [The primary and corresponding author was antoinette neylon, institut cardiovasculaire paris sud, 6 avenue du noyer lambert, massy, france, with corresponding email: a.neylon@icps.com.fr].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. As reported through a literature review of a case study an 85-year-old male patient with paroxysmal non-valvular atrial fibrillation, history of gastrointestinal bleeding, and a history of end-stage chronic kidney disease on dialysis. A 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. After the device was seated at the implant site, the physician confirmed device stability via push and pull test and confirmed close criteria was met per instructions for use. It was then reported a few hours later, a routine chest x-ray demonstrated device embolization. Transthoracic echocardiography (tte) and tee confirmed device embolization in the left ventricle and entangled in the mitral apparatus, causing severe mitral regurgitation. A decision was made to perform a transcatheter snare with an unknown 24f mitraclip steerable delivery system. Final tee revealed trivial mitral regurgitation. The patient remained hemodynamically stable throughout the procedure. The article concluded that the mitraclip guide catheter is a useful tool in such situations, enabling the amulet device to be retrieved by its waist instead of trying to capture it by a proximal or distal screw, which is easier. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported device embolization could not be conclusively determined.